Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons on the insulin pump were sticking. It was stated that there was haziness in screen making difficult to see screen, motor was louder during priming, bolus. Customer stated that the insulin pump had clicking noise, buttons were sticking and must be pressed multiple times to work and changing batteries more frequently. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.